Manufacturer narrative:
(B)(4). Method: two rt340 adult evaqua breathing circuit were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected for the reported damage. Results: visual inspection of the first rt340 breathing circuit revealed a hole in the expiratory limb approximately 33cm from the proximal connector. Visual inspection of the second rt340 breathing circuit identified a hole in the expiratory limb approximately 23cm from the proximal connector. A lot check revealed no other complaints for lot number 121002. Conclusion: based on the inspection of the damage, it is likely that the expiratory limbs of the two rt340 adult dual-heated evaqua breathing circuits were punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare representative that air was leaking from the expiratory limb of two rt340 adult dual heated evaqua breathing circuits. This was found prior to patient use.